Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected. Customer's blood glucose value was unknown at the time of incident. Customer stated that they were able tom clear the alarm and unable to compete rewind. Customer stated that notification light did not immediately stop flashing. The insulin pump will be returned for analysis.